Event description:
On (B)(6) 2009, the pt reported that while changing the insulin cartridge, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.